Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the radiofrequency ablation handle is sometimes in good condition during the operation. Replacing the handle is also ineffective, which affects the surgical process, prolongs the surgical time, and increases the surgical risk. The surgery is completed by replacing the radiofrequency ablation knife control panel. Delay was a few minutes.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no rf output probable root cause: hardware failure software error due to hardware failure damaged receptacle board damaged power board front board failure loose flex cable damage to console during shipping/ handling electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge insufficient cybersecurity (cf) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the radiofrequency ablation handle is sometimes in good condition during the operation. Replacing the handle is also ineffective, which affects the surgical process, prolongs the surgical time, and increases the surgical risk. The surgery is completed by replacing the radiofrequency ablation knife control panel. Delay was a few minutes.